Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.